Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
The customer's wife is calling complaining of lo (less than 20mg/dl) results on husband's meter. Customer's wife states that husband feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-140mg/dl fasting. Verified the strips expire 5/21/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is concerned about the result of lo on (B)(6) 2016 at 11:47 am. The customer wants to know what lo means, informed the customer that lo means that the result he is getting is reading below 20 mg/dl. The customer is testing once a day (fasting). The customer has not made any recent changes in the diet, medication, or exercise regimen.